Event description:
On (B)(6) 2012, the patient claimed the animas pump is not delivering insulin properly via a messaging service. The animas representative made several attempts to contact the patient without success. This complaint is being reported due to the alleged insulin pump delivery issue. There was no report of any patient impact associated with the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).